Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1288rtt2-fc3, fibertag® tightrope® ii, batch 15348175, was received for investigation. Visual evaluation of the device noted that the tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. Refer to investigation photos. The complaint allegation is confirmed.

Event description:
On 3/17/2025, it was reported by a sales representative via phone that the flipcutter iii from an ar-1288rtt2-fc3 fibertag tightrope ii for internalbrace technique with flipcutteriii broke. The mechanism inside the shaft that makes the blade flip, broke during retro drilling. There were no loose fragments from the flipcutter iii and the device was completely removed from the patient. This was discovered during an aclr procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.